Event description:
It was reported the programmer makes a loud noise when it is turned on. This noise doesn't happen every time, but it is becoming more frequent. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Programmer makes a loud noise when turned on. Programmer handle is damaged.